Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025 at approximately 2:00 am, the patient was transported to the hospital by paramedics due to a suspected hypoglycemic episode. The patient uses the beta bionics ilet bionic pancreas system. Upon arrival at the hospital, a nurse informed the patient that his blood glucose level was 10 mg/dl. The patient does not recall the cgm reading at the time of the event and has limited memory of the incident overall. According to the complaint, the patient reported concerns about cgm inaccuracy but declined to provide further details, citing an inability to recall the events clearly. There was no documentation of additional medical evaluation or intervention during the hospital visit. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.